Event description:
On (B)(6) 2007, the patient underwent treatment of an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. On an unknown date, follow-up imaging identified a type ii endoleak from an unknown source. On (B)(6) 2014, follow-up imaging identified a proximal type I endoleak and aneurysm enlargement (amount unknown). It was reported that the type ii endoleak caused aneurysm enlargement and disease progression of the proximal neck. Due to the disease progression, the pxa lost wall apposition, resulting in the proximal type I endoleak. On (B)(6) 2014, an additional procedure was performed to treat the proximal type I endoleak. An aortic extender component was intentionally implanted ~ 15 mm above the left renal artery, and stents were implanted in both renal arteries to complete a snorkel procedure. Angiography reportedly showed resolution of the endoleak and patency of both renal arteries. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). Refer to field for the results of the imaging evaluation.

Manufacturer narrative:
Concomitant medical products: medications - crestor, metoprolol tartrate, metformin, mulitvitamins, calcium, nitrostats, aspirin, potassium chloride, lasix, and singulair.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.additional devices implanted and involved in the type ii endoleak event: pxt281416/04818171, pxc201400/04857692, pxl161407/04792621, and pxc181000/04841053.